Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the one week device check, far field r-wave (ffrw)'s were observed. A lead dislodgement was suspected and confirmed via xray which showed the lead had dislodged downward into the atrium proximal to the tricuspid valve. The lead was programmed off and then was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.